Event description:
Event date is unknown.

Manufacturer narrative:
Event date updated to unknown in b tab. Investigation results: our quality engineer inspected the photographs submitted for evaluation. Bd received two photos of an unsealed 20ga x 1.16in. Insyte autoguard unit. The safety mechanism had been activated and the needle hub remained positioned at the interface between the grip and barrel. The edge of the grip appeared to be irregular. Deformation of the grip likely prevented the needle hub from fully retracting. This was physical/mechanical evidence to confirm and support a manufacturing process related issue likely related to a machine misalignment causing a damaged grip or barrel. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
Material #:381434. Batch#: 4249033. It was reported by customer that the auto guard needle did not retract after insertion. They did not save the device but I have attached pictures. Verbatim: complaint received. The auto guard needle did not retract after insertion. They did not save the device but I have attached pictures.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.